Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bravo procedure, the capsule failed to attach to the patient's esophagus. Surgical intervention was not performed; a repeat procedure was needed. There was nothing unusual about the patient or the procedure itself which caused the failure to attach. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been performing this procedure for over five years. A medela pump was used as the vacuum source and lubricant was used to facilitate capsule placement. The account confirmed that none of the lubricant went into the capsule chamber. No other known adverse events were reported.